Event description:
The reason for call was patient stated they were supposed to be having an MRI on the 26th but they were put under for the MRI before and they just had an MRI a year and a half ago at sacred heart hospital. Patient stated the MRI facility wanted to verify that their system was MRI compatible and that their battery was dead and that the system was not working and they were safe to go on the MRI machine. Patient mentioned that they were in so much pain for a week and half. Patient also mentioned that a month ago they went and saw an orthopedic surgeon who said they wouldn't touch them because the device never worked for them. Patient said that the trial was great but they spent 3 years going through representative after representative and they never were able to get it to a point where the implant helped them and it started hurting them so they finally just said they were done and it was just going to be a part of them. Patient then mentioned that the last time they had an appointment with a representative was at lynx pain clinic care and they ended up getting shocked in their stomach really badly so they just said, "I'm done". Patient then said that when they went home, they let the implant die and they even talked about restarting it again but it was so dead that they couldn't deal with that kind of start on it so it would need a whole replacement for the battery. When asked for event date, patient mentioned the whole time after getting the implant put in. Agent reviewed MRI guidelines and MRI eligibility form hcp can fill out. Agent reviewed role of medtronic rep and provided patient with nas number. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.